Event description:
It was reported during a laparoscopic appendectomy the surgeon tried to fire the t5b35 device and it would not completely fire. The procedure was completed with endoloops. There was no consequence to the pt.